Manufacturer narrative:
(B)(4). The customer reported a failure to discharge using internal paddles. There was no report of negative patient impact. The hospital biomedical engineer determined that the reported symptom was related to user misunderstanding. There was no malfunction of the device. The biomedical engineer provided information to the user.

Event description:
The customer reported a failure to discharge using internal paddles.